Event description:
Nine minutes into a procedure the needle broke falling out of the handpiece and onto the sterile field.

Manufacturer narrative:
During the retrospective review, resulting from an FDA inspection, this complaint was found to be reportable. The manufacturer was originally notified on 02/20/2014 of the failure on 02/19/2014. It had not been reported as an MDR at that time as it had been deemed non-reportable due to the needle falling onto the sterile field and not lodging in the patient. During the retrospective review process it was determined that going forward any reported complaints where the needle comes out of the nose cone will be reported. The microtip was evaluated by the manufacturer. The handpiece arrived with the needle missing. Visual examination found damage to the nose cone. Based upon the state in which the microtip was returned it is evident that the device was used off-label, targeting bone or hard tissue. Testing could not be conducted as the device was broken. Three causes can lead to the failure mode "broken needle": side loaded needle, damaged nose-cone, and off-label use/hard tissue. All other causes were ruled out.